Event description:
It was reported that the patient had a loss of therapeutic effect and needing to get reprogrammed. She had called the healthcare provider and they were supposed to contact the representative over 2 weeks ago. The device has been turned off because she can¿t use it until adjusted. The settings were not high enough and when she does increase it was not comfortable. The event or symptoms occurred following an implant. The patient had an appointment on (B)(6) 2011 but the appointment was cancelled. Three weeks later, it was reported that the device was off. Patient was having a cysto (cystoscopy) and will have device reprogrammed. Additional information reports that the patient discussed with their representative that they could not program due to bladder infection . The patient was having a cysto/hydro (cystoscopy with hydrodistention) of the bladder on (B)(6) 2011 and then the representative will program neurostimulator. The device was not reprogrammed successfully. The patient was still having problems with their neurostimulator and won¿t know until reprogramming because the neurostimulator was off at the time. There was no planned surgery to fix the problem.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v542975, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer, patient. (B)(4).